Event description:
Dr reported that he "observed an increase in wound infections and an increase in sternal dehiscence" which he believed may be prod related. "In one pt one of the cables fractured and pulled through the bone of the sternal closure causing sternal instability and subsequent infection."

Manufacturer narrative:
Investigation continues. F/u with the user of this device has yet to yield any further info to help in this investigation. Devices that were also reported with MDR filed by the physician are as follows: part# 400-727, lot# 314540, mfg date: 05/2006, exp date: 05/2011. Part# 401-096, lot# 307342, mfg date: 7/1/04, exp date: 06/2009.